Event description:
It was reported in a service report that the fowler (backrest) would not stay in position with pt on board. No adverse consequences reported.

Manufacturer narrative:
Service technician could not duplicate alleged issue.